Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 18th august, 2021 getinge became aware of an issue with one of surgical lights - blueline. The paint was chipping from the surgical light's spring arm. Taking under consideration collected up to date information we decided to report this case based on potential as any paint particles could fall into sterile field and might cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blueline. The paint was chipping from the surgical light's spring arm. Taking under consideration collected up to date information we decided to report this case based on potential as any paint particles could fall into sterile field and might cause contamination. It was established that when the issue occurred, the device did not meet its specification as paint peeling may be considered as technicial deficiency and it contributed to the event. There is no information if in the time when the issue occurred, the device was or was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer's reference number (B)(4).